Event description:
In the article "risk of alar necrosis associated with dermal filler injection," dermatologic surgery; (B)(6) 2009, the authors review a case report involving a patient who developed necrosis after "interruption of the vascular supply to the area". The patient "had undergone a rhinoplasty and received ha injection to the nasolabial folds. The procedure was uneventful". One day after injection, the patient contacted the injecting physician's office to complain of a skin "irritation on the left side of [their] nose with swelling and numbness but felt that [they] were improving. The patient was seen 2 days later in clinic (3 days after injection ) and found to have an approximately 1-cm area of necrosis". The patient was treated with bacitracin; 2 days later "superficial debridement was performed. The patient experienced a full recovery without untoward effects". Allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Multiple requests for further information have been made. Allergan has received no response from the authors. The event of necrosis, "interruption of the vascular supply to the area", irritation, swelling, and numbness are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.